Event description:
Reporter noted multiple corneal burns had occurred over six weeks with one surgeon at different facilities. All pts needed sutures; some had to be resutured during the first week post-op. Prognosis was reported as good.